Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the connection between a chemo aid set add-a-line and a chemo aide continu-line started to leak while infusing gemcitabine to a patient. The nurses closed the slide clamp and attached it to another line. It was reported that the patient required medical intervention. Attempts to obtain additional information regarding the medical intervention were unsuccessful. No additional information was available at the time of this report.